Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. This report is being filed on an international product, model number 78802-01, which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported experiencing pain while wearing the abbott diabetes care (adc) device. Due to the pain at the insertion site, the customer had contact with a healthcare professional (hcp) who prescribed 25 mg izalgi tablets (opium powder) for treatment. The customer also provided alcohol to disinfect the insertion site. There was no report of death or permanent impairment associated with this event.

Event description:
The customer reported experiencing pain while wearing the abbott diabetes care (adc) device. Due to the pain at the insertion site, the customer had contact with a healthcare professional (hcp) who prescribed 25 mg izalgi tablets (opium powder) for treatment. The customer also provided alcohol to disinfect the insertion site. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field a tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This report is being filed on an international product, model number 78802-01, which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.